Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, at least moderate central aortic insufficiency due to a leaflet that was not functioning appropriately following implantation of the 1st sapien 3 ultra resilia 26mm valve. The team pulled the safari ss through without recovery over the pigtail. The team discussed this as a possible mechanism of leaflet injury. The team probed the leaflets multiple times with a pigtail to be assured leaflet coaptation was okay. The team deployed a 2nd sapien 3 ultra resilia 26mm valve, lining up outflow to outflow with complete resolution of central leak. Then a pigtail was used to recover the safari wire from the ventricle out of the body after successful deployment of the second valve. Tee evaluation of second valve showed no central leak or paravalvular leak.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6-device code. The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint central regurgitation and improper leaflet coaptation were confirmed with provided medical records. A review of DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''during a transfemoral tavr, at least moderate central aortic insufficiency due to a leaflet that was not functioning appropriately following implantation of the 1st sapien 3 ultra resilia 26mm valve. The team pulled the safari ss through without recovery over the pigtail. The team discussed this as a possible mechanism of leaflet injury. The team probed the leaflets multiple times with a pigtail to be assured leaflet coaptation was okay. The team deployed a 2nd sapien 3 ultra resilia 26mm valve, lining up outflow to outflow with complete resolution of central leak.'' Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Due to limited information and without relevant imagery, a definitive root cause was unable to be determined at this time. For the complaint of improper leaflet coaptation, there are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets. Due to limited information and without relevant imagery, a definitive root cause was unable to be determined at this time . No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, at least moderate central aortic insufficiency following implantation of the 1st sapien 3 ultra resilia 26mm valve. The team pulled the safari wire through without recovery over the pigtail. The team discussed this as a possible mechanism of leaflet injury. The team probed the leaflets multiple times with a pigtail to be assured leaflet coaptation was okay. The team deployed a 2nd sapien 3 ultra resilia 26mm valve, lining up outflow to outflow with complete resolution of central leak. Then a pigtail was used to recover the safari wire from the ventricle out of the body after successful deployment of the second valve. Tee evaluation of second valve showed no central leak and no paravalvular leak.